Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost of the needle shaft was confirmed as the needle failed investigative testing. The ice ball size is within the specification and was not compromised due to thermal insulation loss. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with no injury to the patient as the physician removed the frosting needle from the patient.

Event description:
Prior to a cryoablation procedure, the system and 3 needles were tested with no issues. During the first freeze, 1 iceforce needle froze and the whole needle shaft frosted. The needle was removed from the patient before the frost could reach the skin. The procedure was completed with the remaining 2 iceforce needles. The patient was under anesthesia and the procedure was successfully completed with no patient injury. The needle will be returned.

Event description:
Prior to a cryoablation procedure, the system and 3 needles were tested with no issues. During the first freeze, 1 iceforce needle froze and the whole needle shaft frosted. The needle was removed from the patient before the frost could reach the skin. The procedure was completed with the remaining 2 iceforce needles. The patient was under anesthesia and the procedure was successfully completed with no patient injury. The needle will be returned.